Manufacturer narrative:
Batch review performed on 13 august 2019: lot 1620158: (B)(4) items manufactured and released on 27-jul-2016. Expiration date: 2021-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without 3 other similar reported event. Clinical evaluation performed by medical affairs director: screw breakage occurred 5 months after anterior lumbar interbody fusion. In spinal fusion surgery instrumentation is used as a temporary stabilizer until osseous fusion is complete. Without osseous fusion implants are prone to eventual failure under physiological mechanical stress. In this case no information concerning patient general health status and comorbidities that could have prevented bone formation is available. The reason of this event cannot be determined. Our opinion, based on the available information, is that fusion failure may have caused the fracture.

Event description:
The patient came in for a post-op x-ray 5 months and 2 days after primary and it was observed that an alif screw had fractured. The reason for the screw fracture is unknown. The surgeon does not plan on revising the patient at this time, but will monitor the patient.